Event description:
The pt underwent treatment with the stent for intracranial atherosclerotic disease in the left middle cerebral artery (mca) in 2005. Pre-procedure stenosis was 80%, residual stenosis post-stent placement was 20%. No procedural complications were reported. During a follow-up in late 2006, a stroke was noted. The pt was hospitalized and in early 2007 received revascularization for symptomatic restenosis with stenting. The stroke resolved without residual effects.

Manufacturer narrative:
As lot number was not disclosed. (Other): no device malfunction was alleged.